Event description:
It was reported that when the pt was admitted to the hosp to access the pump due to a flow problem, it was found to be empty. The catheter appeared to be blocked when a sideport bolus was attempted. The pump was refilled with 45ml of baclophen. Within 4 hrs, the pt became comatose. The pt was treated and there were no complications. This pump was the subject of a 1991 product recall by infusaid, which warned of the sideport or main septum disloging. The pump will be explanted and replaced with a new pump.